Event description:
Patient was discharged to home on home tpn (total parental nutrition). An abbott gemstar portable infusion pump was used to administer tpn 16 hours a day. Patient went to clinic with central line clotted. Examination showed pump did not administer the tpn. The patient was admitted to hospital for hydration and stabilization. Pump does not belong to this facility.